Event description:
The facility reports while lifting the pt from the bed, the outer part of the mast separated from the motor base plate. After the outer tub dropped, the jib came out.

Event description:
The facility reports while lifting the pt from the bed, the outer part of the most separated from the motor base plate. After the outer tub dropped, the jib came out.